Event description:
A refractive administrator reports some pts required enhancements due to alleged issues with the laser's power output. The refractive administrator stated the surgeon aims for one 'touch-up' in the initial procedure, but some pts needed a second or third 'touch up'. The refractive administrator also stated the surgeon has no concerns with the pts that were treated. The territory mgr has instructed the staff on the laser's failsafe provisions to assure that the proper energy is delivered for each pulse. The surgeon has declined to provide pt records or any other pt info.

Manufacturer narrative:
Review of logfiles showed no indication for issues with the laser power output, no laser head error or error message during treatment found. The info for the pts that received more than one retreatment was not provided, therefore it was not possible to check the course of treatment in each case. A root cause has not been identified. (B)(4).